Manufacturer narrative:
This report is being filed to provide additional information in evaluation codes and additional MFR narrative. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. The actual white cell count of the platelet product was not available. Run data file analysis did not show a conclusive root cause for the leuko reduction failure reported for this collection. Signals from the run data file show it is possible, though not conclusive, that the multiple access alerts, slowing or stopping the pumps, may have had an effect on the platelet product collection. It is also possible, though not conclusive, this leuko reduction failure may be donor related.

Manufacturer narrative:
Additional investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer.

Manufacturer narrative:
Lot number, manufacture date, and expiration date are not available at this time. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf did not show a conclusive root cause for the leukoreduction failure reported for this collection. It is possible, though not conclusive, that the multiple access alerts, slowing or stopping the pumps,may have had an effect on the platelet product collection. It is also possible, though not conclusive, this leukoreduction failure may be donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.